Event description:
On (B)(6) 2012, the patient contacted animas, alleging a power (moisture ingress) issue. It was noted that after the patient went swimming while away on vacation, the pump reportedly emitted a "no prime" warning, the display screen went blank and the pump lost power. The patient stated he heard water moving inside the pump and that there were a few drops in the display lens. It was noted that the patient tried replacing the batteries several times with no resolve. There was reportedly no damage to the battery compartment or battery cap and the battery cap secured tightly to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was moisture visible in the display. The pump failed to power on. The case is cracked near the top right corner of the display. A case leak was found during testing and there was moisture found on the pcb.